Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot/serial #: (B)(6) rev. 6. H3) the enclosure charger was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported issue was confirmed. Enclosure charger cards were loosely seated. Reseated , passed visual inspection and was installed into a test system. The system did not initialize. Firmware software mismatch issues. The image acquisition system (ias) firmware installer confirm older firmware version installed on charger cards 3,4,5,6,7,8,9,10,11,12 ,13,14,15 and backplane 16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During inspection a defective battery tray was found. Because all the batteries in the system were 3 years old, all the batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system showed low battery signals even after being plugged into a power outlet all night. There was no patient present when this issue was observed.